Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 7073514/ 7073611.

Event description:
It was reported that the patient was hospitalized. Symptoms of pain and swelling were noted. The physician suspected an infection at both ipg and lead sites. The infection was not device related and the caused was unknown. The patient was prescribed with antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned per hospital policy.